Event description:
The tibial trial broke in situ while testing range of motion before selecting final implants. All pieces were removed and no harm was done to the pt.

Manufacturer narrative:
Eval summary: part is indented and dimensionally meets specs. As returned, the articular surface provisional is fractured along one of the channels. This failure has been remedied via formal corrective and preventive actions. An increase in corner radius reduces the stress concentration, thus reducing the likelihood of a fracture. The part has a potential field age of over 4 years and the new design was implanted in (B)(6) 2008, therefore, these parts were made prior to this design change. Eval: review of the device history records did not find any deviations or anomalies, meaning the device was manufactured, inspected and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, a complaint will be reopened. Zimmer, inc considers the investigation closed.